Event description:
It was initially reported that the pt was using the device for retention and now had incontinence with uncomfortable stimulation around the rectal area. She had turned the device off for the last few days and the discomfort was gone, but still had the incontinence issue. She subsequently experienced a shocking/jolting sensation and pain near the rectum. The pt had an appointment with her physician on (B)(6) 2010 and desired to have the device removed. Additional info was requested.

Manufacturer narrative:
(B)(4).